Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following an implant procedure, the patient was experiencing abdominal cramping and numbness in the legs. The patient was taken to the emergency department (ed) and had a magnetic resonance imaging (MRI) done, which showed a spinal epidural hematoma. The physician believed that the device or procedure contributed to the patients complication. The patient underwent a procedure wherein the hematoma was drained, and the spinal cord stimulator (scs) system was removed. The explanted ipg and lead were discarded by the medical facility.